Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that when a pump was infusing blood, the saline tubing separated from the top of the filter then the blood leaked out of that hole. There was no patient harm.